Event description:
The customer returned the subject device for service and informed olympus the patient experienced a 3mm serosal thermal injury to the small bowel. Attempts to retrieve additional information are in progress.